Event description:
Smart ez pump (se0175-250, lot# unknown) containing vancomycin 1 gram in 0.9% sodium chloride 250 ml is infusing very slowly, taking longer than infusion duration to complete. Patient PICC line is flushing without problem.